Manufacturer narrative:
The device was not returned for investigation. Hence, the complaint could not be verified. The surgeon decided to leave the tip of nanofx needle after making a few attempts to recover and realizing it got lodged in the tissue. A post-op radiograph showing the percutaneously embedded needle fragment was provided to arthrosurface. On following up with the rep, it was learned that the surgeon did not place the handle directly against the bone because patient's bone was so hard. The tip broke off when the needle was impacted and handle moved down which resulted in clipping of the tip of the needle. Another needle (from same lot) readily available was opened and used to finish the case. This is the first complaint from this lot (lot size - (B)(4) units). DHR of the lot was reviewed and no non-conformities or rejects relevant to the issue were noted. All test results (material analysis, plateau & tensile strengths, 100%-gauge inspection etc.,) within the range of specs and astm standards. Findings from previous complaints indicate quality of bone, use of excessive force, wear on the guide handle, lack of thumb tab to retract the needle etc, may impact the functionality of the nanofracture device. The outcome of the surgery was not affected because of the issue. Based on the information available, there is no discernable evidence that the product malfunctioned. The surgeon was able to finish the procedure using a second pleuristik from the same lot without issues.

Event description:
It was reported tha a nanofx needle was broken during a case. A tiny fragment of the needle was left in the patient as it could not be retrieved.